Event description:
Additional info received from MFR on 08/06/1998: the plant reports that the lifeshield blunt cannula should be used with a pre-pierced intravenous port. They provide co with a copy of the baxter interlink package instruction. Co noted that the interlink instructions are to access the injection site with an interlink cannula. The intravenous ports of the interlink are not pre-pierced ports. Co's boxes of lifeshield blunt cannulas provide instructions to use the cannula only with a pre-pierced port. Co has enclosed copies of the interlink as well as the lifeshield package instructions along with an information sheet on the lifeshield pre-pierced reseals.